Event description:
It was reported that the patient was pacing at a rate of 130. It was potentially due to upper tracking rate (utr) of the pacemaker device set at 130, but the cause was unable to be determined. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 implantable pacing lead (B)(6) 2009. (B)(4).